Event description:
Within a year of getting breast implants (allergan silicone) in 2008, I became sick with many symptoms. Mimicking thyroid, arthritis, and autoimmune disorders. I've had MRI of brain and neck. Tested for lupus. Ms and everything else. My ana is only thing to be found high. I've been placed on meds which made me feel worse. Been on pain pills which I was able to take myself off of switching to a plant based and dairy free diet. I've removed all toxins such as parabens, silicones, sulfates from my skin and hair care. I would have periods of so much pain and brain fog, it was debilitating and depressing. I had over 25-30 symptoms daily ranging from extreme fatigue, pain. Daily nausea for years, headaches, extreme forgetfulness, deep nerve pain running down arms and legs. Food insensitivity, rashes, weakness, numbness, fertility problems, hair loss, muscle wasting, low blood pressure. Cardiac palpitations causing chest pain, dizziness, ringing to the ears, low blood sugar dropping. Weight loss yet swelling in areas. It progressively came worse over time. It was like I was slowly dying yet so "healthy". Said my labs were normal yet they couldn't explain it. I have had multiple colds and pneumonia even several times between 2009-2016. I became a part of a group where there are over 30000 women with same type of symptoms I have and same medical scenarios. We all have breast implants and with most of same conditions. Some worse than others. I developed many lumps this past year. They have become worse and worse/swelling and very painful. I had an ultrasound which showed adenomas and had explant of breast implant this week.